Manufacturer narrative:
The spherical reservoir was visually inspected and functionally tested. No leaks were detected and the reservoir performed within specification. The momentary squeeze pump was visually inspected and the kink resistant tubing was found to be worn to the filament but no leaks were present. The pump failed the 8lb activation test as it required more than 8lbs of force to activate. The cylinders were visually inspected and functionally tested. Both cylinders had leaks in cylinder body attributed to sharp instrument damage. This damage most likely occurred during explant; holes from tool mark damage were present on the outer tube and this is consistent with explant. Both cylinders had wear at fold in cylinder body. This wear would not affect the functionality of the device. Based on product analysis the pump failure of the functional test was the most probable cause of the reported issue. Based on the investigation results, an evaluation conclusion code of cause traced to component failure was assigned to this event.

Event description:
It was reported that due to the device stopped working the patient had his inflatable penile prosthesis (ipp) explanted. It was added that the device stopped working 3-4 months previous to this surgery.

Event description:
It was reported that due to the device stopped working the patient had his inflatable penile prosthesis (ipp) explanted. It was added that the device stopped working 3-4 months previous to this surgery.

Manufacturer narrative:
The spherical reservoir was visually inspected and functionally tested. No leaks were detected and the reservoir performed within specification. The momentary squeeze pump was visually inspected and the kink resistant tubing was found to be worn to the filament but no leaks were present. The pump failed the 8lb activation test as it required more than 8lbs of force to activate. The cylinders were visually inspected and functionally tested. Both cylinders had leaks in cylinder body attributed to sharp instrument damage. This damage most likely occurred during explant; holes from tool mark damage were present on the outer tube and this is consistent with explant. Both cylinders had wear at fold in cylinder body. This wear would not affect the functionality of the device. Based on product analysis the pump failure of the functional test was the most probable cause of the reported issue. Based on the investigation results, an evaluation conclusion code of cause traced to component failure was assigned to this event.

Event description:
It was reported that due to the device stopped working the patient had his inflatable penile prosthesis (ipp) explanted. It was added that the device stopped working 3-4 months previous to this surgery.